Event description:
The customer reported that the pencil activates without the button being pushed. No patient or personnel injury occurred. The incident pencil was discarded by the site and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident pencil was discarded by the site and not returned for evaluation. Evaluation of the concomitant force triad generator found it to function normally. No conditions were identified that would have caused or contributed to the reported event.